Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that an a1059 malfunctioned when the patient was being positioned at the beginning of a posterior cervical discectomy and fusion. The nature of the malfunction was described as follows; the locking knob did not lock. The patient's head slipped and he suffered a small lead laceration which was closed with a couple skin staples. The patient had not been repositioned prior to the slippage. The patient is doing well and suffered no serious injury or previous injury was not exacerbated. No revision was required. Mayfield disposable skull pins (a1083) were used during this procedure.